Manufacturer narrative:
Received one (1) used list# unknown, infusion set with a spiros connected to a 500ml bag. A stickdown on the clave was observed. No other defects or anomalies noted. As received, the spin feature of the used spiros was activated and spinning freely. No spline damage or shear tab anomalies were observed. Bond was shown under ultraviolet (uv) light. The spin feature of the spiros was functionally tested and found to meet product specifications. The clave was disassembled, and a crushed spike and tip anomaly were observed. The reported complaint of spiros disconnecting could not be confirmed without the return of the mating device. The probable cause of the separation of the spiros from the syringe is unknown. The probable cause of the clave stickdown is due to a salt lake city molding defect. The device history review (DHR) was not reviewed, and no lot number information was provided. D9: device available for evaluation: yes.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that regarding spiros that they have additional devices that are malfunctioning that are incomplete, easily reversible connections. The spiros will click as it normally does when it is locked but then will easily disconnect and fall off the syringe. Also had an issue of cracked or broken spiros that leak when drug is pulled up through the device. There was no patient involvement and no patient harm.